Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The stenosed target lesion was located in the radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, the balloon burst while blowing it inside the patient's body. The procedure was completed with another of same device. No patient complications were reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the distal markerband. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.